Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted if the product is returned and investigation has been completed. Zoll is in process of collecting relavant information nessary to make a conclusion of the potential root causes. Catheterization of central veins is a routine technique which is widely used in emergency department, operation theater, and intensive care units. The technique does have multiple potential risks such as hemothorax, which is rare but recognized complication. Cvc insertion under ultrasound guidance is recommended. After central venous catheterization, chest radiography is mandatory to confirm the proper location of catheter tip. [Haemothorax following internal jugular vein cannulation: a rare event. Sanjeev kumar et al. Anesth essays res. 2017 oct-dec; 11(4): 1112-1114; massive hemothorax after central venous catheter insertion in a patient with multiple trauma. Jeong p, et all. J dent anesth pain med. 2021 feb; 21(1): 81-85; haemothorax following removal of an internal jugular central venous catheter. Rahul costa-pinto et all. Jeccm vol4 (jul2020); massive hemothorax immediately after removal of central venous catheter. Hae-kyoung lee. Korean journal of anesthesiology 2013;65(1):77-79]. Event assessed as serious based on a nature of the life-threatening event. Based on information provided, event assessed probably related to zoll catheter due to relevant timing and location. Hemothorax is an anticipated event and could potentially occur with insertion of any central venous catheter. The event is probably related to device and not related to procedure.

Event description:
As reported, a 75 years old male patient (175 cm tall and 89.2 kg) experienced cardiac arrest, was resuscitated, admitted, and underwent ivtm therapy. A solex 7 catheter (lot #unknown) was inserted in the patient's right internal jugular vein. The chest x-ray (cxr) showed no issue, but the lab results are coming back too diluted, looks watery or something incompatible with life. Per reporter, the patient was given some fentanyl levo and diprivan but not enough to throw off lab results. The customer noticed 20ml of saline was wasted before sending to the labs, and the solex 7 catheter was not attached to the thermogard console. This could be likely an insertion issue with multiple tries and 10 flushes. The peripheral blood looked fine when phlebotomy came to get a venous stick to correlate. The customer noticed two ports didn't draw at all within 5 minutes of insertion and the infusion port was sluggish and diluted. The patient went to interventional radiology (ir) where the solex 7 catheter was removed, and a quattro catheter was placed on the patient's right femoral vein. CT showed that the catheter extends in medial half of right upper lobe. New hemothorax (accumulation of blood within the pleural cavity) and infiltrates were present.

Manufacturer narrative:
Correction made in section h1: type of reportability event is serious injury not malfunction.

Event description:
As reported, a 75 years old male patient (175 cm tall and 89.2 kg) experienced cardiac arrest, was resuscitated, admitted, and underwent ivtm therapy. A solex 7 catheter (lot #unknown) was inserted in the patient's right internal jugular vein. The physician didn't have prior experience with solex 7/ivtm catheter. After catheter placement, the chest x-ray (cxr) showed no issue, but the lab results are coming back too diluted, looks watery or something incompatible with life. Per reporter, the patient was given some fentanyl levo and diprivan but not enough to throw off lab results. The customer noticed 20ml of saline was wasted before sending to the labs, and the solex 7 catheter was not attached to the thermogard console. This could be likely an insertion issue with multiple tries and 10 flushes. The peripheral blood looked fine when phlebotomy came to get a venous stick to correlate. The customer noticed two ports didn't draw at all within 5 minutes of insertion and the infusion port was sluggish and diluted. The patient went to interventional radiology (ir) where the solex 7 catheter was removed by vascular surgery under fluoroscopy, and a quattro catheter was placed on the patient's right femoral vein to continue with treatment. CT showed that the catheter extends in medial half of right upper lobe. New hemothorax (accumulation of blood within the pleural cavity) and infiltrates were present. Per reporter, the catheter was secured to skin/near placement site. The patient was not transported at any time after the initial placement, and no other device placed in the same vein or in vicinity of the punctured site (hemothorax).

Manufacturer narrative:
Per additional information from customer on 10/17/22, the catheter has been disposed. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.